Event description:
During an in clinic follow up, decreased pacing impedance and increased capture were noted on the right ventricular (rv) lead. Imaging was performed and the rv lead was found dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.